Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5086641.

Event description:
It was reported that the device stopped working and patient experienced loss of stimulation. It was noted that the leads had high impedances. The patient's pain area was covered after an adjustment. The patient underwent a revision procedure wherein the leads were replaced.

Manufacturer narrative:
Sc-2218-500 sn (B)(6). Device evaluation indicated that the visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent or kinked location is one cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. Sc-2218-500 sn (B)(6). Device evaluation indicated that the visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent or kinked location is one cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint.

Event description:
It was reported that the patient was not feeling stimulation and device stopped working. The leads had high impedances. The patient underwent leads replacement procedure.

Event description:
It was reported that the patient was not feeling stimulation and device stopped working. The leads had high impedances. The patient underwent leads replacement procedure.